Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for low blood glucose levels. The customer had been hospitalised three times within two weeks due to this issue. The customer's blood glucose was 17 mg/dl at the time of admission. The customer was treated with glucose tablets, manual injections and dextrose on different occasions. Troubleshooting was done. The customer stated that the drive support cap was sticking out on one side. The customer expressed confusion, belligerency, and barely conscious as symptoms of his low blood glucose levels. The customer experienced another instance in which he had high blood glucose levels of 526 mg/dl and was treated with a manual injection. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime/compromised force sensor system test due to slanted/loose drive support disk. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.